Event description:
It was reported that a clearlink paclitaxel set leaked from the proximal y-site closest to the patient. This occurred during infusion of an unknown chemotherapy drug on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded by the facility. An evaluation could not be performed.